Event description:
It was reported the during a colon/rectum procedure, the stapler cut but did not staple. The stapler was then reloaded with other cartridges and worked well. There was no patient consequence noted.